Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, when getting ready to use the vasoview hemopro 2 device, the harvester was experimenting with the device and he fired it twice without wet gauze in the jaws. While using the device to cut the vein, it beeped and then shut off. They waited 30 seconds and started again. It again beeped then shut off. The case was completed using a vh-3000. There were no patient effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).